Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing, the device was not detecting. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the connector housing was cracked. The issue was isolated to the body scanner. The reported condition was confirmed. The investigation found the connector housing was broken and damaged. This may have been due to mishandling. The connector could not be plugged into the console. The investigation identified the root cause of the reported event to be user error. This unit does not meet the requirements for a manufacturing or (service) failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device was not detecting. The issue was isolated to the body scanner. No patient involved in this event.

Manufacturer narrative:
Correction: further review of this complaint has determined that the reported issue is too broad to determine the specific fault being reported. Further information has been requested from the customer, and if a reportable issue is identified from the returned device, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.